Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis, a cause for the reported leak/splash (loss of fluid column during prepped) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the guide was unable to hold column while de-airing. The check was performed twice and the issue persisted. A g5 sgc replacement was used to complete the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.